Event description:
One patient sample with discrepant free t4 results. Initial result gave 24.9 pmol/l; repeat by another methodology gave 18.5 pmol/l. No adverse events reported in association with the incorrect result. If additional information is received, appropriate notification will be provided.